Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 450 mg/dl. The customer delivered a bolus with the pump. The customer did not feel that the pump is delivering insulin properly. At the time of the call, the customer's bg level was within target range. As tandem technical support was not contacted at the time of the reported issue, troubleshooting was unable to be performed. The customer stated that no malfunctions alarms had occurred and declined further assistance.